Event description:
It was reported that at implant dft testing did not successfully defibrillate the patient. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.